Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a customer found air bubbles in four sets of their reservoirs. The pt's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. No further information was provided.